Event description:
The customer stated that he tested his blood glucose and received a reading of 284 mg/dl using his breeze2 meter. The customer took insulin based on the reading and became hypoglycemic. The customer's blood glucose level dropped to 27 mg/dl and he was taken to the hospital. The customer did not mention treatment, but he was most likely treated with glucose. The customer performed control tests while troubleshooting. The results fell within the normal control range, but the test strips and meter are to be returned for eval. Replacement products were sent to the customer.